Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a large volume infusor. It was observed that after 2 days of the patient being connected for therapy, the device had not delivered any of the medication dose. It was also reported by the customer that there was a ¿clot¿ in the line. This was observed during patient infusion. The device was filled with 5-flourouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from july 14, 2021 - july 15, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid inside the bladder which suggested a no flow may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.